Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on 05/26/2015, the patient experienced a blood glucose (bg) of 572 mg/dl with vomiting associated with an inaccurate delivery issue. Reportedly, emergency protocol was initiated; the patient diagnosed with diabetic ketoacidosis, remained hospitalized and was treated with an insertion site change, insulin via injection and IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to a cartridge change, the pump being suspended and the prime menu accessed. It was also determined that the bolus totals did not match, but the basal history matched the active basal program settings. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1 date of submission 08/18/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior or issues. The total daily dose history is appropriate for the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.